Manufacturer narrative:
Patient identifier not provided. Age and date of birth not provided. Sex not provided. Weight not provided. Title, last name and email address not provided.

Event description:
Doctor reported that the screw came loose in the patients mouth. Once the screw was removed, the doctor also noticed that the mhlas screw was stripped.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates screw loosening, and that the screw was noted to be stripped. The alleged event was non-verifiable with the information provided. The product was not returned for inspection. A root cause for the complaint could not be determined. UDI: (B)(4).